Event description:
On (B) (6) 2009, the device was found in standby mode during interrogation performed because pt went back to the hospital because she felt pectoral muscle contraction. Whereas, it was successfully re-initialized, it was found again in standby mode 20 days later during an interrogation performed because pt went back to the hospital because she felt pectoral muscle contraction.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.